Event description:
The pt received ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The pt's physician has adjusted her basal insulin dosage, and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 08/10/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: for the available pump history range, the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pumpw as found to be delivering within specifications. Unrelated to the complaint, the pump display lens was found to be scratched and the display screen had a reddish tint.